Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high, out of range (oor) shock impedance measurements when connected to a competitor right ventricular (rv) lead. Vector testing was performed. An appropriate normal measurement occurred when tested distal coil to can. When tested coil to coil, the impedance measurement was high and oor. The boston scientific field representative indicated that there was an event with noise recorded 18 months ago. They also indicated that the lead would be replaced. Requests for additional information were unsuccessful. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information indicates that an invasive procedure was performed to explant this device and other manufacturer's lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--